Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve in the native aortic annulus, the final implant depth was 2 millimeters (mm) on the non-coronary cusp (ncc) and 2 to 3 mm on the left coronary cusp (lcc). Four years, one month and seven days following implant an echocardiogram identified a max gradient of 5.59 millimeters of mercury (mm hg) and a mean gradient of 3.44 mm hg. At the five-year follow-up, non-specific heart failure symptoms presented. A computed tomography (CT) was performed and showed a dilated ascending aorta measuring 40x41 mm. Echocardiogram performed five years, one month and six days following the implant, revealed an increase to 64 mm hg max gradient and 34 mm hg mean gradient. Transesophageal echocardiogram performed one month and four days later revealed thickened leaflets, moderate stenosis and thickened basal septum. Treatment was not performed at that time. Five years, and approximately four months following valve implant, a cardiac catheterization was performed. Per the physician, mild-moderate bioprosthetic aortic stenosis was noted. Angiogram showed normal coronaries. Computed tomography (CT) was performed which indicated calcification but not hypo-attenuating leaflet thickening. No re-intervention was required at that time. Additional information was received which indicated that the 6-year echocardiogram showed an atrio-ventricular max of 92.55 millimeters of mercury (mmhg) and a mean of 54.55 mmhg. A transesophageal echocardiogram (tee) performed seven days later confirmed a bioprosthetic leaflet thickening with decreased excursion. The peak velocity measured 111 mm/hg and a mean velocity of 72 mmhg. No adverse patient effects were reported. Due to pancytopenia and a new b-cell acute lymphoblastic leukemia diagnosis, the valve intervention was put on hold to allow for chemotherapy. Further, the patient responded well to the leukemia treatments. As result, approximately 6 years and 2 months following the valve implant (approximately one year following the increased aortic gradients), an additional transcatheter aortic valve was implanted, valve-in-valve. The increased aortic gradients were now reported as resolved. No additional adverse patient effects were reported.

Event description:
Additional information was received which reported that an echocardiogram performed approximately four years and ten months following the implant of the valve showed that it was working well. The second transcatheter aortic valve that was implanted valve-in-valve, was a non-medtronic device. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5 with additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.